Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported a continuous glucose monitor (cgm) offline ¿ "dosing stops in 7 hours" alert after the user ran out of dexcom g7 sensors, causing the ilet to switch to blood glucose (bg) "run mode". When she manually entered a bg value, a "calibration not used" alert appeared. Bg was 287 mg/dl at the time of the call, and new sensors were expected the next day. The agent advised waiting the hour indicated by the alert, monitoring bg every 30 minutes, and using backup therapy if needed, with plans to follow up in one hour. During the event, the user experienced stomachache. The user was out of bg range for 90+ minutes; however, no medical intervention was required at the time of the call. On the follow-up attempt, the phone number was out of service, and no alternative was provided.